Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead exhibited low impedance, high pacing threshold and no sensing. The lead was capped and replaced. No patient complications were reported as a result of this event.